Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the pancreatic duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to insert the stent, it was noticed that the stent was kinked and could not be inserted. The procedure was completed with another advanix pancreatic stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block f10; h6: problem code and device code 2976 captures the reportable event of pancreatic stent kinked. Block h10: an advanix pancreatic stent was returned for analysis. A visual evaluation of the returned device revealed that a kink was found in the stent near the radiopaque band. The investigation concluded that the stent was kinked due to manipulation of the device by the user and/or any force applied to the device; this device condition can affect the functionality of the device since this type of defects do not allow the device to perform its function as is expected. Therefore, "adverse event related to the procedure" is selected for the most probable cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the pancreatic duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to insert the stent, it was noticed that the stent was kinked and could not be inserted. The procedure was completed with another advanix pancreatic stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.